Event description:
It was reported that an implant was not successfully placed due to a tool malfunction where the implant would not connect to the driver.

Manufacturer narrative:
Dentsply sirona became aware of a serious injury with an implant due to a malfunction of a tool during surgery that occurred while using astra tech implant system this report is for the dental implant device. The dental tool device report was submitted separately. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.